Event description:
During a review of the medical records, it was reported patient had right knee manipulation.

Manufacturer narrative:
Device history review: review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events reported for the reported manufacturing lot . Patient details were reviewed and no indication was found that the event was related to device design, materials, or manufacturing. Visual inspection: photographs were provided of the insert following the revision reported for pi. Signs of wear of the bearing surface and slight discoloration, both consistent with service in-vivo, were observed. Slight damage to the distal surface was observed likely due to explantation. No conclusions could be drawn from the photographs as it would relate to the event for this investigation. The event could not be confirmed nor the root cause of the reported event determined due to the minimal information received. A CAPA trend analysis was conducted for the reported failure mode and concluded arhtrofibrosis is most likely a result from other factors not necessarily related to the device in the healthcare facility setting.

Event description:
During a review of the medical records, it was reported patient had right knee manipulation.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.